Event description:
It was reported that the patient has expired after implant duration of approximately 1.4 months. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received; however, the cause of death was not provided. It was mentioned that patient had (B) (6) tricho bronchitis/left lower lobe pneumonia.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested, however, it was noted that it is not available due to hipaa regulations. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.